Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information for the reservoir was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain and extrusion are acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of pain and extrusion are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced penile pain and bilateral cylinder extrusion. A surgical procedure was performed to remove the ipp. No additional information was provided.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced penile pain and bilateral cylinder extrusion. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.